Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8578, serial# (B)(4); product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the 8731sc catheter revealed catheter body incorrectly assembled or sutured. Analysis of the 8578 catheter revealed catheter sc connector coring-cuts-tears in seal. Catheter body incorrectly assembled or sutur ed. During product analysis technician did tried to connect pump to 3 different sc connectors and no anomalies seen.

Event description:
It was reported, the catheter disconnected, the sc connector popped off. Diagnostic methods included x-rays. The patient experienced pain, increased spasticity and sweating (diaphoresis). The connector and the pump were replaced. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver gablofen. Additional information later reported, the patient was also taking oral baclofen 20mg bid at the time of the event. There were no segments left in the intrathecal space. The patient was indicated as doing well.